Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error (b30), connector connection failure, intermittent flickering and dust inside the unit was identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.